Event description:
It was reported that the pt has experienced no stimulation sensation on 2 different occasions over the past 8 to 9 months. The first time this occurred, the pt was in a clinic setting and the other time was at home. He realized that his stimulation was off by using his pt programmer. Further information is being requested from the hcp.